Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the device, the cse discovered the flex link in the side track was broken. The cse replaced the link and tested the side track. A siemens headquarter support center (hsc) specialist evaluated the service information. Hsc concluded the cause of the dropped tubes was due to a mechanical failure involving the side track belt (flex link). The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Two patient sample tubes spilled at the dimension vista divert gate to the advia workcell automation system. The customer was wearing personal protective equipment to clean the spill. Both patients had to be redrawn. There are no reports of patient intervention or adverse health consequences due to the dropped tubes.